Event description:
It was reported the catheter was placed into the patient's right radial artery in the operating room on (B)(6). As soon as the patient was admitted from the operating from to the cctc the wave form eventually was lost. As a result, the line was discontinued. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.